Event description:
It was reported that the drill guide malfunctioned during surgery. The fixation screw broke off from hand piece. The fixation screw was retrieved. No adverse consequence to patient was reported. The surgery was completed successfully.

Event description:
It was reported that the drill guide malfunctioned during surgery. The fixation screw broke off from hand piece.the fixation screw was retrieved. No adverse consequence to patient was reported. The surgery was completed successfully.

Manufacturer narrative:
Method: nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed via correspondence with sales rep. Device was not returned so product inspection could not be performed. No lot# was provided so a manufacturing record review and complaint history review could not be performed. Instruments general IFU states: "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order". Conclusion: the most plausible root cause of the reported event was determined to be normal wear due to extensive use.